Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a cori assisted surgery, they discovered that the ri robotic drill attachment was stuck on the real intelligence robotic drill, and therefore the drill was unable to be disassembled. They attempted to unlock it via the drill diagnostic application, creating a dummy case, and using a separate handpiece without issues to "restart" the machine. None of the troubleshooting pathways worked to unlock the attachment. As this happened after the case, there was no patient involved. During investigation it was found that the real intelligence robotic drill had a pinched thermistor wire as well as a detached phase pcb cap on the drill that has broken solder joints. Also, it was found that the ri robotic drill attachment bearing shaft lock nut was out of torque spec causing the attachment to get stuck on the drill.

Manufacturer narrative:
The ri robotic drill attachment, p/n rob10015, sn(B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment and drill tracker array are stuck on the drill and cannot be removed. The drill was disassembled and it was found that the drill attachment bearing shaft lock nut was out of torque spec causing the drill attachment to get stuck on the drill. The most likely cause of this event is the mechanical lock nut became loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and the nc owner has been notified to consider further escalation action. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations.